Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tip of the 3.2x80mm bone pin was not intact when the surgeon removed the pin from the patient's tibia. Case type: pka. Was there a surgical delay? Yes - =15 minutes.

Manufacturer narrative:
It was reported that the tip of the 3.2x80mm bone pin was not intact when the surgeon removed the pin from the patient's tibia. No device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Review of the product history records indicate 306 devices were manufactured under lot no w45250-3 and accepted into final stock on 09/01/2016. No non-conformances were identified during inspection. A review of complaints in catsweb and trackwise related to p/n 143080, lot number w45250-3 shows no additional complaints related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be re-opened. A review of stryker¿s nc/CAPA database indicated there have been 01 ncs 1470754 and capas 1480798 are associated with the product and failure mode reported in this event.

Event description:
The tip of the 3.2x80mm bone pin was not intact when the surgeon removed the pin from the patient's tibia. Case type: pka. Was there a surgical delay?. Yes - =15 minutes.